Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was down with no power. A field service engineer found half height cubie drawer 3-1 on the auxiliary cabinet was causing the issue, replaced the retractor band on drawer 3-1 to resolve the issue. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was no power. The customer added that the users were unable to retrieve medication which affecting patient care and it was critical area. There was no delay in patient care workflow. There was no patient involvement there were no adverse events or injuries reported based on this event.